Event description:
Boston scientific received information that during threshold testing with rf telemetry, the test was unable to be ended after capture was lost. It was noted that this patient was not pacemaker dependent. The local field representative turned rf telemetry off. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.